Event description:
It was reported that the patient awoke with elevated blood glucose levels of approximately 286 mg/dl and an insulin on board (iob) value of 0 units. Upon inspection, the patient noted that the pod adhesive had become loose overnight, likely due to movement during wear between 5 and 24 hours on the arm. The patient applied an additional adhesive over the pod and proceeded to work, unaware that the cannula was no longer properly inserted. While at work, the patient experienced worsening symptoms including fatigue, nausea, vomiting, shortness of breath with difficulty speaking, heaviness in the legs, and headache. The patient contacted their healthcare provider and was instructed to check ketone levels, which measured 2.6 mmol/l, and to administer a manual insulin injection of 10 units. As symptoms did not improve, the patient presented to the emergency department at universitair ziekenhuis antwerpen on (B)(6). At the emergency room, blood glucose levels had increased to 486 mg/dl and ketone levels had risen to 3.5 mmol/l. Hospital staff noted an insulin odor and instructed removal of the pod, at which time the cannula was confirmed to be dislodged and not inserted into the body. The patient received intravenous fluids, insulin (actrapid) administered via hospital pump, and anti-nausea medication, and underwent electrocardiogram (EKG) monitoring due to shortness of breath. Blood glucose and ketone levels were monitored hourly, decreased with treatment, and the patient stabilized. The patient was discharged the same day with a diagnosis of hyperglycemia. The patient expressed concern that no alarm was received indicating cannula dislodgement. The pod was disposed of at the hospital and was not available for return.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula and emergency room visit. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.